Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported that a patient underwent a sfa tibial angioplasty procedure. After the procedure and upon removal of the device, the sheath split and was hanging by the wire. The user believed that the device may have become snared in some calcification. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the instructions for use (IFU), trends and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire." The complaint device has not yet been returned for investigation. The complaint device is from an unknown lot number, the device history record and a trackwise search for similar complaints could not be reviewed. The following information was included in patient/event info - notes, "if separation occurred during removal, was anything inserted into the lumen of the sheath prior to removal, e.g. Dilator, wire guide? None, just removal at the end of the case. Was the patient¿s anatomy tortuous or calcified? Calcified." It is feasible to suggest that the patient's calcification could have contributed to damaging the sheath and/or caused the sheath to become stuck, which then would have resulted in material separation during removal of the device. Also, if the dilator had not been inserted during removal of the sheath, this could have contributed to the failure mode as well. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a patient underwent a sfa tibial angioplasty procedure. After the procedure and upon removal of the device, the sheath split and was hanging by the wire. The user believed that the device may have become snared in some calcification. A section of the device did not remain inside the patient¿s body nor did the patient experience any adverse effects due to this occurrence.